Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two oft he vasoview hemopro 2 remained activated after the pa took his finger off the toggle. Also, when the device was in the cannula, it auto activated. The same device was used to complete the procedure. The hospital did not report any patient effects. Products are not returning for investigation. Refer to MFR report #2242352-2011-01601.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. (B)(4).